Event description:
Customer reportedly obtained a result of 190 mg/dl on the aviva system and 88 mg/dl on a comparison lab within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.